Event description:
It was reported to philips that the device cannot pass the self-test. It was reported to philips that the device cannot pass the self-test.

Event description:
It was reported to philips that the device cannot pass the self-test. There was no patient involvement reported. One processor pca was returned for failure analysis. The reported customer issue was not duplicated in the lab. However, prior events, indicated in the log files, did correspond to the customer complaint. The som pca had a wlfs error.